Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, upon opening the package of a flexor shuttle tibial guiding sheath, the "white tip" was separated from the sheath. A photo provided by the reporter shows separation of the sheath from the hub of the device. The device did not make patient contact. There was no impact to the patient. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned (B)(4) used with biological material to cook for investigation. Physical examination of the returned device showed: inspection found the fitting had separated from the sheath. The cap ID measured 0.120". A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal. How supplied: upon removal from package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has concluded component failure contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer name and address= phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, upon opening the package of a flexor shuttle tibial guiding sheath, the "white tip" was separated from the sheath. A photo provided by the reporter shows separation of the sheath from the hub of the device. The device did not make patient contact. There was no impact to the patient.